Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that apnea occurred. A pulse field ablation procedure for atrial fibrillation was performed using a 31mm farawave catheter. The procedure was performed under deep sedation. Ablation was successfully completed and the farawave catheter was withdrawn from the left atrium. Cavotricuspid isthmus ablation for atrial flutter was to be performed using radiofrequency ablation. An oxygen sensor became dislodged from the hand of the patient and apnea occurred. The radiofrequency ablation was aborted, bag mask ventilation was performed, and narcan was administered to reverse the effects of sedation. The patient woke from sedation and further interventions were not required. The patient fully recovered. The physician suspected the apnea occurred due to heparin being administered too quickly during sedation.